Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After unrelated repairs were completed proper device operation was observed through functional and performance testing. The device and new batteries were returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power while transmitting data and while printing. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.